Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and the outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The analyst commented that visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported during the implant attempt that the helix used for active fixation would not extend. This was confirmed after removing the lead and attempting to extend the helix after removal. The lead was removed and another lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.